Manufacturer narrative:
(B)(4), product registration - correction: stt-oe-002, please remove incorrect line: stt-or-001. B5: describe event or problem ¿ additional. D: device identification - additional/correction. G3: date received by manufacturer - additional. H2: additional information/device evaluation/correction. H3: device evaluated by manufacturer ¿ additional. H4 device mfg date - correction. H6: type of investigation - additional.

Event description:
It was reported that transmitter failed error occurred. It was indicated the patient started their transmitter past the '"se by" date, which is misuse of the device. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and passed. Pairing test was performed and passed. A review of the share logs was performed and transmitter failed error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.